Event description:
Clinic reports two disconnects with a lot of combisets. The clinic is new to the use of co's lines and machines. One disconnect was from a bard catheter and one from a quinton permcath. One sample is available. Await questionaire receipt. Faxed to customer on 4-6-00. One event estimated blood loss 400cc-600cc, the other event estimated blood loss 30cc.